Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('too many women were left with coils and/ or fragments after a hysterectomy') in female patients who had essure inserted for female sterilisation. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criteria medically significant and intervention required). The patients were treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.